Event description:
It was reported that a user of the ilet with dexcom g7 experienced hyperglycemia and fluctuating glucose described as fluctuation, with the user reporting crashes when entering smaller-than-usual meals and a suspected maladaptation of the pump; the user¿s healthcare provider advised a factory reset. Customer care provided assistance that included review of device performance and guided factory reset with user-led re-setup. Investigation of this case revealed an unclear cause for the hyperglycemia with no confirmed device malfunction. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no hospitalization and successful completion of troubleshooting. It was concluded that the cause of hyperglycemia was undetermined and the device was functioning as designed following reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.